Event description:
It was further reported that the patient presented at the time of the event with discomfort in her throat with radiation to her right shoulder. Discomfort occurred while exercising and was transient. At the time of the index procedure, the patient presented with unstable angina (brunwald classification ib).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, in-stent restenosis occurred and the patient underwent surgery. The target lesion was located in the mid left anterior descending (lad). The lesion was 90% stenosed, 2.3mm in diameter and 24mm long. During the index, it was indicated that some irregularities were noted in the ostium. The lesion was treated with predilation and placement of a 2.25x28mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2010, a stress test was performed with positive ischemia. Two days later, the cardiac cath revealed ostium was 80% stenosed with 50% in-stent restenosis in the lad. Five days later, the patient was sent for a coronary artery bypass graft surgery. The patient underwent a jump graft of the left internal mammary artery (lima) bypassing the diagonal and lad lesions. The event was considered resolved without residual effects. The patient was discharged 4 days later.